Event description:
The event timing was before surgery.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was bent and the ratchet spring was damaged. The comb and spring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the plate and swing lever were in bad condition. Plate was bent and lever did not work correctly. Lever is not stuck or jammed. It seems that it is internally loose and cannot move the axis where it is attached. The lever spins freely. No adverse events were reported as a result of this malfunction.